Event description:
It was observed that during the device evaluation, the plastic distal end cover of the videoscope was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the videoscope was burned. Based on the results of the investigation, the probable cause is the customer used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. The event is detectable and preventable by handling device in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.